Event description:
Alleged issue: (B)(6) described reviewing cases of patients who underwent robot-assisted laparoscopic radical prostatectomy (ralp) at the institution from (B)(6) 2004 to (B)(6) 2007 and identified patients with bladder neck contractures (bnc) or complications related to the use of holc. A retrospective chart review was performed to attempt to determine the cause of each bnc. One patient had an anastomotic leak develop secondary to a holc that migrated into the bladder neck.

Manufacturer narrative:
The device history record review (DHR) could not be conducted since the lot number was not provided. Complaint cannot be confirmed since the sample was not available for investigation. The manufacturer will continue to monitor and trend relating complaints.